Event description:
Surgeon reports observation of small tiny bubbles which are shiny and do not coalesce upon product injection. No pt injury was experienced but surgeon feels if this incident were to recur it could result in pt injury.